Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during peritoneal dialysis (pd) therapy a patient experienced a break in aseptic technique resulting in peritonitis. The patient was hospitalized for the reported event. The treatment for the peritonitis included injection (inj) of vancomycin (intraperitoneal (ip), 1 gram stat), inj of amikacin (100mg, once a day (od), ip), inj of ecomer (1gram, od, ip) and inj of reflin (1 gram, od, route not reported). The patient was later discharged from the hospital and has recovered from the reported event. Additional information was requested, but is not available at this time.